Manufacturer narrative:
Investigation summary: bd had not received samples for investigation. The indicated failure mode for underfill was observed, as the tubes have specimen levels that are below the fill line. The quantity of specimen drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, ten retention samples from bd inventory were evaluated by functional draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are underfilling. The tubes are not aliquoting all the way to the minimum lines."